Manufacturer narrative:
(B)(4). Batch # r58y6k. Device evaluation summary: the analysis results found that the tlc75 device was received with no apparent damaged and with a tcr75 cartridge reload loaded in the device. The cartridge reload had the proximal 30 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position. In addition, a second tcr75 reload was received. The cartridge reload had the proximal 28 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position. The reloads were manually unlocked and the device was tested for functionality with the returned reloads and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: can you please clarify with the surgeon what is meant by staples "chewed". Was the firing able to be completed (meaning a complete staple line and a complete cut line)? Were the staples malformed (unformed, irregular, legs straight, etc.)? Was there any tissue damage as a result of this event? If yes, how was it addressed? Please provide further detail. Additional information provided: date of the event: (B)(6) 2018, surgical procedure: colostomy closure. Did any harm occur to the patient due to this adverse event? No. Did the patient need further surgery for this adverse event? No. Did the patient need hospitalization due to this adverse event? No.

Manufacturer narrative:
(B)(4). Batch # unk. Month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify with the surgeon what is meant by staples "chewed". Was the firing able to be completed (meaning a complete staple line and a complete cut line)? Were the staples malformed (unformed, irregular, legs straight, etc.)? Was there any tissue damage as a result of this event? If yes, how was it addressed? Please provide further detail. Were there any patient consequences?

Event description:
It was reported that during an unknown procedure, the doctor triggered the linear stapler, there was a blade advance, but the staples "chewed" (second medical report). He changed the load and the same problem occurred.